Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had keypad anomaly and buttons were unresponsive. The customer blood glucose level was 125 mg/dl. It was also reported that numbers were not ramped on their own and scroll bar was not moving with no input. It was reported that customer had issue with insulin pump and they received low battery alarm and battery did not last more than one week. It also stated that they used up arrow and down arrow allows them to navigate screens. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device passed the displacement test, sleep current test, active current test and self test. No keypad anomalies noted during testing. Keypad unresponsive/button error alarm not confirmed. Charge/battery lasts less than expected not confirmed. (B)(4).